Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the previously implanted stent causing the reported difficulty to remove and subsequent stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.5 x 12 xience alpine device is being filed under separate medwatch report.

Event description:
It was reported that the procedure was to treat a 99% stenosed and heavily calcified lesion in the ostium artery. Following pre-dilatation, a 3.5x12mm xience alpine stent was being deployed; however, the stent migrated forward during deployment and was deployed outside of the target lesion. A 3.5x8mm xience alpine stent delivery system (sds) was being advanced to be placed proximal to the 3.5x12mm xience alpine stent; however, the sds was advanced further than needed and when attempting to pull back the stent to the target lesion the stent got stuck on the struts of the previously deployed stent and the 3.5x8mm xience alpine stent dislodged. An attempt to retrieve the stent with an additional guide wire utilizing a guide liner for support was made but failed. An unknown 1.5mm balloon catheter was used to slightly expand the stent so that an unknown 3.5mm balloon catheter could be used to successfully deploy the stent inside the previously implanted 3.5x12mm xience alpine stent. The procedure was successfully completed with a new 3.5x8mm xience alpine deployed at the target lesion. There was no clinically significant delay in the procedure. No additional information was provided.